Manufacturer narrative:
The screws and plate have been in the pt for approximately 6 years. It is unk as to when the screw broke during this period. Pioneer surgical is still waiting on more info on this occurrence. If more info becomes available, pioneer surgical will update this report.

Event description:
The pt had a two level anterior cervical fusion in 2008 with pioneer surgical's anterior cervical plate system. Recently, the pt has been experiencing some dysphagia. Upon further examination, it was determined that one of the screws had broken and the plate had come away from the cervical spine. Removal of the plate and screws is set for (B)(6) 2014.